Event description:
A report was received that the patient's ipg quit working and could not be re-awakened. The patient attributed the symptoms to several falls. The physician was suspecting device failure. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg quit working and could not be re-awakened. The patient attributed the symptoms to several falls. The physician was suspecting device failure. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Date of event : 2014.

Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg successfully and everything went well. It was reported that a revision may no longer be necessary. The physician no longer believe that there was an issue with the patient's implant.